Event description:
Ventilator shut down and alarmed during extended self testing (est). The biomedical technician reported the unit was not in use on a patient at the time of the problem. The biomedical technician called respironics for service. When the respironics service technician called to schedule service the biomedical technician reported he found a loose wire from ac distribution panel to the circuit breaker. The biomedican technician reported he reconnected the wire to the circuit breaker, and then performed extended self testing (est) which passed per specifications.